Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded they had resolved the issue by replacing the spm board and the defective part was discarded.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.